Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber card data was reviewed; the fiber was not expired, was recognized by the console and was fired. The microscope analysis showed that there was a distal circumferential fracture in the fiber tip. A distal circumferential fracture has the potential for forward firing. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Therefore, the forward firing allegation could not be confirmed. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the laser beam was projected forward. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure, the laser beam was projected forward. The procedure was completed using another device. There were no patient complications.